Manufacturer narrative:
Investigation summary: bd received 1 video for investigation. The video was reviewed and the indicated failure mode loose cap was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of loose cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe the hub cap was loose, and the sample was not able to be sealed. The needle was replaced, and the patient was redrawn. This occurred 20 times. No adverse impact was reported regarding the patient or user.